Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the touchscreen was not working properly. The rse provided the bme with the part number of the replacement touchscreen for repair upon request. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that the touchscreen was not working properly. The rse provided the bme with the part number of the replacement touchscreen for repair upon request. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme.